Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during drain 4 of 5 on the home choice (hc). The home patient (hp) disconnected and reconnected. The technical service representative (tsr) instructed the hp to cycle the power and explained the alarm. The hp would discard the supplies and call the registered nurse (rn) regarding the air detect alarm, missed therapy and reconnecting. The hp would call back if any problems or questions. During a follow up call with the peritoneal dialysis nurse (pdn) on (B)(6) 2012 regarding the system error 2240. Per the pdn, the home patient (hp) did not contact her regarding the alarm. Ps advised the pdn that the hp disconnected and reconnect to the set and the alarm meant there was air in the setup. The pdn stated the hp has disconnected a couple of times and the pdn will follow up with the hp regarding any additional training that might be needed. The pdn stated the hp was doing fine with therapy on the cycler. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).this complaint for a system error 2240 (air in set) is confirmed because the patient reported disconnecting during therapy, which is use error that can cause system error 2240 alarms. The home patient (hp) disconnected and reconnected. A labeling review found the labeling to be adequate for the use/user error identified in this incident.